Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure in an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, during proglide retraction, the distal portion of the proglide disconnected from the device. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Factors that contribute to shaft/guide detachment include, but not limited to, user technique (high angle of insertion, excessive downward force; aggressive downward or torsional pressure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: an ultrasound guided puncture of the right common femoral artery showed no calcification at the access site. It is unknown if the physician trained in the use of the proglide device.